Event description:
Per the patient's surgeon, during initial implantation surgery performed on (B)(6) 2018, the surgeon experienced difficult stylet withdrawal. There is no report of patient injury associated with this event.